Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On january 31, 2020, it was reported that the unit was found in need of repair during pm. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration and sample mesh could not be performed due to the damaged comb and roller. The upper gear guard was damaged and the side plates had visible wear. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the comb, spring pin, upper gear guard, screws, roller ear, side plates, bearings, bearings, bottom roller, and comb springs. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings were noted during evaluation could have contributed to the reported event such as the damaged comb, damaged roller, damaged upper gear guard, and worn side plates. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb, spring pin, upper gear guard, screws, roller ear, side plates, bearings, bearings, bottom roller, and comb springs were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the unit was found in need of repair during pm. Additional information received in follow-up indicates the mesher was sent out because it is very old and a surgeon complained that it tore his tissue to bits. No adverse events were reported as a result of this malfunction.